Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that despite programming insulin pump boluses his blood glucose has been in the 400 mg/dl and 500 mg/dl range. The patient had changed his sites four times in the past two days but his blood glucose remained high. The patient's blood glucose at the time of call was 472 mg/dl. He has been treating via manual insulin injection. Troubleshooting was initiated for the insulin pump. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no air bubbles in the tubing either. A prime was successfully performed with the current set as well. The infusion set cannula did not appear bent or crimped. The device settings were programmed accurately. A high pressure test was performed and the device successfully alarmed no delivery. The displacement test also passed. However, the customer believed the device was under-delivering due to his persistant hyperglycemia. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with no esc button response due to a flattened button dome switch. The keypad connector on the lcd board was inspected and no anomaly was noted. Unable to verify the delivery anomaly or basal anomaly and also unable to perform functional testing, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to no esc button response. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a cracked pump belt clip slot.